Manufacturer narrative:
(B)(4), wound dehiscence. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture, pds ii (polydioxanone) suture.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent the laparotomy procedure on (B)(6) 2011.

Event description:
It was reported that a patient underwent a laparotomy procedure on an unknown date and suture was used for continuous abdominal fascial closure. The patient developed abdominal wall insufficiency, wound healing disorder with expanded fascia necrosis on (B)(6) 2011 and was treated with reoperation on unknown date with laparotomy and lavage and excision of fascia necrosis.